Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly switched off when monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The customer advised the device was restarted and worked correctly to the end of the case. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined corrected data: section h11 of initial submission MFR report # 0003015876-2022-00936 indicates: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h11 of initial submission MFR report # 0003015876-2022-00936should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly switched off when monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The customer advised the device was restarted and worked correctly to the end of the case. This issue is patient related; however there was no adverse event reported.